Manufacturer narrative:
Updated blocks: b5 and h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on 02-feb-2024, the team experienced a problem with their heart lung machine (hlm) centrifugal controller unit (ccu) during cardiopulmonary bypass (cpb) described as 'no increased flow when ccu rotations per minute (rpm) was maxed out'. There was no change out, no blood loss, no delay, and the surgery was completed successfully. The video confirmed the suspicion that the phenomenon could have been due to a high-pressure excursion event, which is a patient inflammatory response, causing aggregation of platelets in the oxygenator, which, in turn, causes the inability to increase flow past a certain point, regardless of centrifugal pump rpms. This physiologic phenomenon usually resolves itself in 15-20 minutes, with normal bypass flows resumable afterwards.

Manufacturer narrative:
The field service representative (fsr) found the system to pass verification/release testing. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the centrifugal control unit (ccu) flow would not increase when the revolutions per minute (rpms) were maxed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.